Event description:
Patient was revised to address poly wear, delamination, and discoloring of the patella and tibial insert.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. Due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for polyethylene knee device implanted for approximately 13-1/2 years. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation did not find any evidence of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.